Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap inguinal hernia repair. According to the reporter: trocar was inserted in patient and when 10mm scope was placed in trocar, shaft broke and needed to be replaced. Was there patient injury/hazard: no. There was an extension of or time; but, there was no adverse event that occurred to the patient as a result of the extended or time.